Event description:
A report was received that the patient had discomfort at the ipg site. The patient underwent a pocket revision wherein ipg was buried deeper. The patient was doing well postoperatively.